Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon had a tool mark in the shell. The balloon had a pinhole with a leak from mark/sharp instrument. The balloon was not able to perform functional testing due to the pinhole in the shell.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a fluid leak. A small hole in the balloon was noted. The balloon was removed and replaced. There were no patient complications reported.